Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b I-500-01070, serial/lot #: 3.2.1, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine surgery (c7-t4), the surgeon initially took a three dimensional (3d) navigated spin. While checking for anatomical accuracy, the surgeon noted that only half of the level was accurate, while the other half was inaccurate. The site decided to take another navigated spin, but the same issue persisted. The manufacturer representative (rep) took the time to readjust all spheres on the instruments to ensure they were properly seated on all posts. The surgeon observed that the further the surgical area was from the reference frame, the more inaccurate the navigation became. The surgeon proceeded to navigate for the three levels that were accurate and used computer tomography (CT) to fluoroscopy for the remaining levels. The imaging and navigation were aborted. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating there was about 3 mm of inaccuracy.